Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 4: date: (B)(6) 2010, inratio: 7.5, lab: 24.0. Pt was urinating bright red blood and was hospitalized. Pt may have had a coumadin dose change based on meter results prior to the lab comparison, but no specifics were given. Customer follow up: customer called back to report that battery door does not stay closed. Part of the door is cracked, but not broken off yet.

Manufacturer narrative:
Investigation pending.